Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10jul2020.

Event description:
The customer reported that the touchscreen is not functioning related to power management board. The customer contacted product support and requested for service repair. The customer reported that the unit was not in use on a patient.

Manufacturer narrative:
G4: 29jun2020 b4: (B)(6) 2020 the field service engineer (fse) states that the kit has not arrived yet and they manage to order a new version of power management (pm) pcba to replace and fixed the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.